Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer stated they changed the sensor when blood glucose level was 200 mg/dl and woke up with high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshoot. Customer was not using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.